Manufacturer narrative:
Lot # - g135921 and g134676. The device for one (1) event was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted for lot g135921 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five (5) 1000ml evacuated containers were damaged. In four (4) events, the damage was unspecified and patient involvement was unknown. In one (1) event, a small piece of the rubber stopper cored into the solution after the customer inserted the spike into the rubber stopper. This event occurred during preparation and prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
A photograph of the sample was received for evaluation. Visual inspection of the photograph noted stopper material in the solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for lot g134676 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.